Manufacturer narrative:
A2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. D6a: if implanted, give date: not applicable - lens was not implanted. D6b: if explanted, give date: not applicable - lens was not implanted. E1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified. Therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was introduced into the patient's eye, one haptic was found to be damaged. Account indicated not noticing the issue prior to insertion, as it was a preloaded device. The lens was not fully inserted into the eye. We learned through follow up that the patient was fine and that there was no material available for investigation. No further information was provided.